Event description:
The customer called technical support (ts) reporting that during preventative maintenance, it was observed that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. The ul_lr and ur_ll resistance were out of specifications.